Event description:
Diagnostics were within the normal limits prior to surgery. No additional relevant information has been received to date.

Event description:
A patient was referred for generator replacement surgery when the device reached intensified follow-up indicator = yes. The patient's husband later reported that vns had reportedly stopped working, resulting in the patient experiencing an increase in seizures. A battery life calculation supported an end-of-service condition; however, upon preoperative interrogation on the date of surgery, the generator was still at the intensified follow-up indicator = yes status. The patient underwent generator replacement surgery. The explanted generator was discarded. No additional relevant information has been received to date.